Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) had high thresholds that were causing a very low battery expectancy. It was noted that the patient underwent an atrio-ventricular ablation at the time of the ipg implant. The ipg was turned off and a new leadless ipg was implanted. No patient complications have been reported as a result of this event.